Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the "¿clinic nurse was drawing blood from ach vein on patient with this product, the blood draw was difficult and blood was coming into the tube very slowly (unusually slow), we were concerned about not having an adequate sample. Decided to pull the needle and hope that the blood in the tubing would drain into the testing tube, when this didn't happen, I (also a clinic rn) tried to help the nurse position the butterfly to drain. At this point the needle was out of the vein and safely stowed away but at the top connection just below the needle (where the tube meets the chamber) was leaking blood which then leaked onto my hands. ¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.